Event description:
During an in-clinic follow-up, it was not possible to interrogate the device. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. Reported event of no inductive telemetry was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated the device was within normal range of operation. Further analysis performed found no anomaly, the device was able to be interrogated through inductive telemetry successfully throughout analysis. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.